Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges additional surgery to remove the ventralex and to repair the hernia ; however, no details have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent an incarcerated hernia repair. An unspecified bard/davol ventralex device was implanted in patient during this repair. On (B)(6) 2018: the patient underwent surgery to remove the failed ventralex mesh. The ventralex mesh implanted in patient failed to reasonably perform as intended. The ventralex mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering and other damages. As reported, patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralex mesh.